Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim, faded and discolored on the maximum contrast setting. The battery compartment was observed to be cracked below the finger pad extending down to the primary seal. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. The keypad was observed to be lifting /peeling below the ok button, exposing the button contact. Testing confirmed that the up, down, ok and contrast buttons responded appropriately to testing. The keypad cover was removed to check the condition of the button contacts and there was no contamination or other anomalies found on any of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.